Event description:
Four days after percutaneous coronary intervention (pci), the patient had a non q-wave myocardial infarction, stent thrombosis with total occlusion was also found.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit with stable angina pectoris and 1-vessel disease was found. Pre-procedure medications included aspirin 100mg/day. Intra-procedure medications included epitabidide (integrilin) and heparin. Pre-procedure, cardiac enzymes were not drawn. Pci was performed on a de novo lesion in the proximal circumflex of 23mm in length in a 3.5mm vessel diameter. The (b1) eccentric lesion had little to no calcification. The lesion was pre-dilated with a 3.55x20mm balloon at 18 atmospheres (atm) before a 3.5x23mm cypher select stent was deployed at 14atm with satisfactory results. Post-dilation was performed with a 4.15x12mm balloon at 18atm because, the stent was not fully expanded. The residual diameter stenosis was unknown and timi flows were not recorded. Post-procedure medications included permanent aspirin 100mg/day, clopidogrel 75mg/day for 12 months, statins and beta-blockers. Four days after the procedure, the patient had a non q-wave myocardial infarction and there was evidence of stent thrombosis confirmed by angiography. The ck cardiac enzymes were less than 2 times above the upper normal limits and the troponin t was 2 times above the upper normal limit. Total occlusion was also found. Re-pci was performed due to clinically driven acute myocardial infarction, stable angina pectoris or documented silent ischemia. There was also evidence of a myocardial infarction. The total occlusion was treated with a chrono 3.0x20mm bare metal stent. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information will be submitted within 30 days upon receipt.